Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent lysis of sling and video cystoscopy at 3 different points during the procedure on (B)(6) 2013 by (B)(6) md due to recurrent urinary tract infection after placement of mid urethral sling over 18 months ago. (B)(4).

Event description:
It was reported that the patient underwent lysis of sling and video cystoscopy at 3 different points during the procedure on (B)(6) 2013 by (B)(6) md due to recurrent urinary tract infection after placement of mid urethral sling over 18 months ago.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior paravaginal repair, and repeat cystoscopy; due to incomplete vaginal vault prolapse, symptomatic, and sui. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, recurrence and dyspareunia. (B)(4).